Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.2. Lab: 2.56. Lab draw was performed immediately after meter test.